Event description:
It was reported that during a remote device data review, a decrease the battery longevity was observed from this subcutaneous implantable defibrillator (s-ICD). It was alleged the s-ICD battery was prematurely depleting. The device was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects reported. The device is not expected to be returned for analysis.